Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Root cause could not be determined due to unavailable sample. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that the adu pot was smaller than usual and very loose. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.